Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, while performing an arterial puncture on the patient as directed by the physician, it was discovered that the tip of the arterial cannula had barbs and was split after insertion. The cannula was replaced, and the puncture was repeated.